Event description:
MFR received a report from a dealer alleging that the gear box motor locked up while the consumer was going down a ramp, causing the consumer to be thrown out of the chair and hit head. As a result of the incident, the consumer sustained a broken arm and loss of consciousness.